Event description:
On (B) (6) 2010, pt was undergoing a left heart catheterization with stenting per dr (B) (6). Abbott proglide perclose device was to be used for closure. Dr (B) (6) attempted to deploy, but was uncomfortable with how the device was performing. He stated "it felt odd". Therefore, the device was pulled back and deployment sheath looked as though it had malfunctioned. An angio-seal was then utilized with good results.